Event description:
Boston scientific received information that this programmer would not boot up. It was later returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, this programmer was thoroughly inspected and analyzed. The unit was opened and the internal components were assessed. One internal component, a processing control board, was noted to have shorted. This component was replaced and; subsequently, the programmer operated as expected.